Event description:
It was reported that telemetry could not be established with the device and there was no pacing. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary testing revealed a no output and no telemetry condition. The cause of the no output and no telemetry condition was high leakage current internal to a ceramic capacitor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.